Event description:
It was reported to manufacturer, by facility. Facility stated that an incident occurred on 9/19/06 at their facility which involved a female patient. The patient was being lifted when the scale and cradle came off the lifter and dropped the patient. Per facility, when the scale is attached to the cradle, the scale spins with the cradle, that is why they believed the scale came loose and fell. In addition, when facility looked at the scale, the threads inside are all stripped and worn out. Patient had bruising as a result of the fall. Per manufacturer, because said lift is a discontinued product (5 years ago), we will be replacing with a different lift and scale model to get the pro 405 returned back for ra evaluation.

Manufacturer narrative:
Device was a discontinued product (5 years ago) unsure of product age, but is at least 10 plus years old.